Manufacturer narrative:
(B)(4). The analysis results showed that one 60mm cartridge arrived instead of a device. The cartridge was received in good visual condition and fully fired. No device was received for analysis. No functional test could be performed due to the condition of the returned cartridge. Event could not be confirmed as no device was returned for analysis. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a whipple procedure, the surgeon was firing across the pancreas. The surgeon fired the device and cut. The surgeon removed the device and bleeding occurred. The surgeon closed the device back down on the tissue to stop the bleeding. Another device was placed beside the first device and the device cut and stapled. The case was completed with no patient consequence. No blood transfusions were given.